Event description:
It was reported that this was an arteriotomy closure of a right common femoral artery using the pre-close technique via a 7fr sheath hole prior to an interventional invasive physiological evaluation with resting full-cycle ratio procedure. Reportedly, the snare was loose and a cuff miss occurred with a proglide device. The sutures of two new proglide devices were successfully pre-placed. The sheath was upsized to a 12fr sheath and the invasive physiological evaluation with resting full-cycle ratio procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
A visual inspection, functional testing, dimensional analysis was performed on the returned device. The malposition of the device was confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or friable femoral vessel due to circumstances of the procedure. In this case, the suture was likely sub optimal (subcutaneous tissue). There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Correction: h6 - medical device problem code: code 1142 was removed and code 2616 was added.

Event description:
Subsequent to the initially filed report, the device was inserted into the patient anatomy, the plunger was deployed and the knot was unable to be advanced towards the arterial puncture site as the whole suture came out with the proglide device with the suture in the suture bearing. No additional information was provided.